Event description:
Report received of an error in programming the device. The pump was being used in the operating room in the dose calculation mode. It was reported that the pump was programmed with an incorrect concentration of dopamine. The concentration of the dopamine being used and what concentration was entered into the pump were not provided. There was no reported adverse effect to the patient.